Event description:
This rv lead was implanted on (B)(6) 2007. And was capped on (B)(6) 2018. A product experience report received on (B)(6) 2018, stated that this lead was exhibiting some loss of capture with no asystole. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).